Manufacturer narrative:
(B)(4). The pump and catheter were returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
There were problems after pump refill (not specified). The pt decided to have the device system removed. The pt status was reported as ok prior to explant. At explant the expected reservoir volume was 38 mls; 25 mls were removed. No alarms or warnings were displayed on a pump log printed on the date of explant. The pump was used to deliver morphine, 20 mg/ml. The pump had been set to minimum rate. The pt recovered without sequela after device removal.